Event description:
It was reported that upon successful retrieval of a vena cava filter that had an indwell time of 812 days, it was observed that one of the filter feet had detached from the filter. The detached foot could not be observed by imaging. Prior to removal, imaging demonstrated that the filter was tilted approx 15 degrees and the apex of the filter was against the caval wall. It was also observed that the filter had moved caudally by one half of a vertebral body and one of the filter legs had penetrated the vessel wall by approx 3mm. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device has been returned for eval and the investigation is currently underway.